Event description:
Zoll circulation has received a report of a possible liver rupture during a cardiac arrest resuscitation in another country, during which the autopulse was deployed.

Manufacturer narrative:
Zoll circulation has begun the investigation process into this claim and is awaiting further information from the customer. At this time, there is no indication that the alleged injuries contributed to the patient death. No claim has been made that the autopulse contributed to the injuries. It is also not known if manual CPR was administered prior to deployment of the autopulse. Based on the available clinical publication(s), CPR related complications can include organ damage that may include liver injury. It has been suggested that the duration and quality of manual CPR may contribute to these injuries. CPR injuries are of relative significance given the alternative of death.